Manufacturer narrative:
Additional information: section h manufacturer narrative. Upon investigation of the actual device of this incident, it was determined that the narcotic drawers were opening all the way instead of opening one at a time. A field service engineer (fse) replaced the mini controller and identified a failing mini engine during hardware test application (hta) testing. After replacing both the controller and mini engine, the drawer continued to fail hta tests, with pockets opening farther than expected. A replacement drawer was ordered. When the fse returned, the delivered part was found to be incorrect (an half height drawer), and the issue was escalated for the correct shipment. Once the proper mini drawer arrived, it was installed, and the original drawer¿s components were replaced as needed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user mentioned all narcotic drawers were opening all the way and not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user mentioned all narcotic drawers were opening all the way and not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user mentioned all narcotic drawers were opening all the way and not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all narcotic drawers were opening all the way and were not functioning properly. A field service engineer (fse) replaced the mini controller on the station. After running the hardware test application (hta) test, the fse found a mini engine that was failing. After replacing the mini engine and the mini controller, the drawer still did not pass the hta test. The station remained functional, but the pockets were opening farther than they should. A new drawer was ordered for replacement. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired.